Event description:
It was reported that about 1 month ago, in sept 2003, the pt's hearing became worse until suddenly it had completely disappeared. After the batteries were changed the system functioned again for a short time and then shut down again. The exchange of the external parts did not alter the situation. Measurements showed 'poor coupling'.